Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient presented to the emergency room with chest pain and with a low heart rate, which was below the programmed lower rate limit of the implantable pulse generator (ipg) device. The ventricular channel markers did not always line up with the morphology of the ventricular electrogram and morphology on the electrogram changes. Loss of capture was confirmed on the right ventricular (rv) lead. The lead was repositioned. The device and lead remain in use. No patient complications have been reported as a result of this event.